Event description:
It was reported that the patient was hospitalized due to an increase in seizures. It was reported that the patient's caregiver believed this may be due to a depleted battery. The patient was referred for generator replacement. An estimation of the remaining battery life from the available settings data did not support an end of service condition. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.